Event description:
It was reported that during a lap tubal ligation procedure, the rubber seal broke off of the trocar and went into the abdominal cavity. Retrieved with forceps. No patient consequence.